Manufacturer narrative:
According to the received investigation, this case seems to be a vascular compression. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of this rha 4 product.

Event description:
This case occurred outside of the USA, in italy. The italian subsidiary notified teoxane of an adverse event on 25-sep-2024. A patient was injected with 0.4 ml of rha 4 on the tip of the nose on (B)(6) 2024. 7 months later, on (B)(6) 2024, the patient presented with redness on the tip of the nose of moderate intensity. As medical treatment on 24-sep-2024, the patient was prescribed the following : - kelairon cream, 1 time in the morning and 1 time in the evening, starting for 7 days; - gentalin beta cream, 1 time in the morning and 1 time in the evening, starting for 7 days. The local medical expert was contacted to provide support in this case. On 08-oct-2024, we were informed that the case was diagnosed as a vascular compression by the local medical expert on an unknown date. A treatment with 30 i.u. Of hyaluronidase was advised. Based on this diagnosis, the case was upgraded as reportable to the health competent authorities. On (B)(6) 2024, the patient was treated with 35 i.u. Of hyaluronidase in the nose and evolved favorably. On (B)(6) 2024, only a little redness was remaining. The injector planned to see the patient at the end of october to determine if an additional injection of hayluronidase was needed. On (B)(6) 2024, we were informed that the patient completely recovered. Thus, this complaint was considered closed.